Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the sterile packaging has been damaged/broken. There is evidence that it was sealed at some point in time. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08885, 0001825034 - 2018 - 08886.

Event description:
It was reported that upon incoming inspection, the product's inner sterile packaging seal was weak and opened. Debris was also noted in the packaging of one device. Attempts have been made and no further information has been provided.